Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 350cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was discovered during a mammogram performed on (B)(6) 2017. The rupture was confirmed again through another mammogram performed on (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on july 23, 2021. The left sided device initially reported ruptured, was actually demonstrated to be intact through magnetic resonance imaging and ultrasound. Findings indicative of left sided rupture were present due to a rupture with the previous left implant. However capsular contracture was discovered to be present bilaterally, as well as right sided rupture and granuloma. This report relates to the left prosthesis. See 1645337-2021-09284 for contralateral prosthesis report. Explant was performed without replacement. The complaint device was discarded. . As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 15, 2021. An explant is scheduled for (B)(6) 2021. 2. Is other serious- uncheck. 2. Is required intervention-check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).